Event description:
The lead was repositioned on (B)(6) 2011.

Event description:
It was reported that a decrease in sensing and high threshold were observed. Physician suspected lead perforation. However, x-ray was inconclusive. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.